Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer stated the frame cracked on first use. MDR filed.

Manufacturer narrative:
(B)(4) issued MFR. Report # 1531186-2013-01248 indicating the manufacturer and model as unknown. The correct manufacturer is lerado global. The correct model is 1302rts.